Event description:
It was reported that a patient was wearing a pod on the arm for an unknown duration of use when a skin infection occurred. The incident was reported to have occurred approximately six months prior to initial contact, and for documentation purposes, the incident date was set as (B)(6) 2025. According to the parent, the pod worn on the arm was removed due to elevated blood glucose levels, reported to be between 15 and 18 mmol/l (270 to 324 mg/dl). Upon removal of the pod from the arm, the insertion site was observed to be swollen, bright red, hot, and draining pus, consistent with an infection. The patient required medical assistance, and the parent contacted the national health service via a testing service and submitted a photograph of the affected arm site. Based on this remote assessment, the patient was diagnosed with an infection and prescribed amoxicillin. The patient was not hospitalized and did not visit the emergency department. The pod was not worn during medical attention. The parent reported that the sequence of events, including removal of the pod from the arm, photographing the site, and obtaining the antibiotic prescription, occurred over approximately one hour. A new pod was applied successfully following the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Also, we are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.